Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of damaged battery was confirmed during product evaluation. The root cause was determined by service to be not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. The device has been previously sent into service for the reported condition of "damaged battery". During previous services, the main batteries and harness were replaced. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.